Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure has not yet been identified. A supplemental report will be submitted upon completion of the evaluation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was causing frequent adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to a shorted c796 component on the belt node pca. The root cause for shorted component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was causing frequent adjust belt messages.